Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented during the post-implant follow up the lead dislodgement was discovered. The lead explanted and replaced. The patient was stable.